Event description:
It was reported that the patient was referred to a vns neurologist. It was reported that there was no manipulation and that the patient has just lost a considerable amount of weight and the device was protruding. No known surgical intervention has been performed to date.

Event description:
It was reported that the vns patient had lost a lot of weight that caused her device to protrude from her chest and bother her. The patient was referred for surgery but no known surgical interventions have occurred to date. It was reported that the patient's device has not been checked recently because the patient does not have a treating physician currently; therefore, it is unclear if the procedure will be a generator replacement surgery or repositioning surgery.

Event description:
It was reported that the patient was seen by a new physician and there was no mention of pain or discomfort in the notes. Device diagnostics were within normal limits. No additional relevant information has been received to date.